Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 19.0 mmol/l at the time of incident. Customer stated that the insulin pump alarmed stuck button and has been working after the battery was changed. Customer also mentioned that the insulin pump was exposed to a change in altitude. Customer was advised to have the battery cap removed and reinstalled to release pressure in the insulin pump. The insulin pump is not expected to return for analysis.